Manufacturer narrative:
Samples are li heparin plasma. Samples are aspirated from the primary collection tubes for analysis. Qc was within the customer's established ranges prior to the erroneous results. A system check was performed on (B)(6) 2011 and met specifications. The customer indicated that a highly concentrated accutni sample had been run prior to the patient samples. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse performed maintenance and the carryover procedure and the carryover test met specifications. The fse performed the special clean procedure. Patient controls in the normal reference range were analyzed and resulted higher within the risk stratification range. The fse then replaced the aspirate probes, sample pipettor, peri pump tubing and the reagent pack. The patient controls were reanalyzed and resulted within the normal reference range. Verification testing was performed and met specification. User error is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining troponin (accutni) results within the risk stratification range on eight (8) patients' samples that were questioned by physicians, generated by the access 2 immunoassay system. Repeat results performed after the instrument was serviced, were within the normal reference range and lower within the risk stratification range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.